Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Device manufacture date: since the lot number was not provided, this information cannot be determined. Post market vigilance (pmv) and engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an evaluation of the returned device, and a review of the pmv investigation by engineering. The visual inspection of the received sample noted that the circular and envelope seals were intact. The cannula was also intact. Additionally, damage was noted to the distal tip of the obturator. Functionally, the subject obturator was inserted into the trocar with no binding or difficulty. The instrument was applied to test media; the shield retracted and the knife blade cut cleanly and completely through the media, allowing the cannula to pass through. The trocar was also subjected to an air leak test and no leaks were detected. Functional testing of the returned sample confirmed the product did meet quality release specifications that were tested regarding the reported condition; however, during this investigation, a secondary unrelated condition was identified regarding a damaged obturator. Therefore, the reported condition was not confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, a review of complaint data reveals no trend for a device related failure for this condition. No enhancements or improvements were generated for the reported condition. The reported condition was not confirmed, as functional testing verified that the knife blade advanced when the device was applied under laboratory testing conditions. Damage was observed at the distal tip of the obturator. This may occur due to incidental contact with a cautery device or improper handling of the device while the blade shield is in the locked position; however, there was no objective evidence to indicate that this damage was related to the reported condition. This file will be concluded as a not confirmed with a secondary condition relating to a misuse by the end user. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic appendectomy, the blade would not deploy. There was no injury to the patient and no adverse event. They changed to a different blade. The patient is well. He was discharged the day after surgery and was seen in the office a week later with no issues.